Event description:
A one-month old male, born at 35 weeks gestation with numerous congenital defects including ccleft palate, l. Hydronephrosis, choledochal cyst, aortic coarctation, r. Hydrocele. Cvc line placed at st john's hosp 10/5 was transferred to facility on 10/22/95 for cardiac surgery (10/24) to repair coarctation of aorta. On 10/30/95, it was noted during transfusion that the catheter had a large hole. Peripheral IV was inserted. Pt was subsequently taken to surgery for replacement of the central venous catheter. The cvc line had been placed at another facility.